Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise that was able to be reproduced and was oversensed. It was also noted that the rv lead exhibited an increase in pacing impedance measurements from 500 to 1600 ohms. A revision procedure was performed almost two weeks later where the rv lead was surgically abandoned and replaced with another manufacturer's lead. The ICD remained in service and no additional adverse patient effects were reported.